Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a temperature issue with the pump. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-jul-2018 with the following findings: a review of the black box showed evidence of a sudden drop in voltage resulting in call service 177 low battery warning and a call service 128 replace battery alarm on the complaint date. The pump powered up with the returned battery cap. The battery cap was able to fully tighten. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. No evidence of moisture contamination was found inside the battery compartment. The pump was run for 24 hours with the returned battery cap and no reboots, power losses, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components inside the pump. There was no evidence of the pump overheating during investigation.